Event description:
Regulatory agency reported on behalf of healthcare professional "capsular contracture baker grade IV". Later healthcare professional provided that event was confirmed via ultrasound. This record is for the right side. Device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6a., h.4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.